Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device is currently under investigation at our laboratory in (B)(4). A follow up report will be provided when the inspection results become available.